Event description:
Audien atom pro 2 hearing aid failed. This is the 5th set of hearing aids that have failed within 60 days of receipt. I requested on several occasions information regarding the failure of the devices and have not received any information from audien regarding the failure of the devices. Reference reports: mw5165719, mw5165720, mw5165721, mw5165722.